Event description:
Pump declared a cartridge change error, prompting investigation by customer technical support (cts). There was no adverse impact to the customer¿s blood glucose level. Cts instructed the customer to inspect and clean the pump's cartridge area, ensuring proper placement and cleanliness. Initially, the customer could not successfully load the cartridge, leading cts to assist with filling and loading a new cartridge. Following guidance, the customer was able to complete the load process and resume insulin delivery.